Event description:
The customer observed falsely negative architect syphilis tp results generated on the architect i2000sr processing module for multiple samples. The following results were provided: sample 1: elisa result = positive, architect = 0.77 s/c0, alinty I = 0.77 s/c0, rpr = negative, immunoblotting = negative sample 2: elisa result = positive, architect = 0.94 s/c0, alinty I = 0.89 s/c0, rpr = negative, immunoblotting = positive the samples were performed on the alinity were performed for troubleshooting purposes only and not used for patient management. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely non-reactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not show any nonconformances, potential nonconformance, or deviations associated with the likely cause lot number and complaint issue. In-house sensitivity testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp for lot number 66060be01 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section a1 patient identifier complete information: sample 1, sample 2 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-74 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely negative architect syphilis tp results generated on the architect i2000sr processing module for multiple samples. The following results were provided: sample 1: elisa result = positive, architect = 0.77 s/c0, alinty I = 0.77 s/c0, rpr = negative, immunoblotting = negative. Sample 2: elisa result = positive, architect = 0.94 s/c0, alinty I = 0.89 s/c0, rpr = negative, immunoblotting = positive. The samples were performed on the alinity were performed for troubleshooting purposes only and not used for patient management. No impact to patient management was reported.